Manufacturer narrative:
The cpc connector was not retained by the hospital so it will not be returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
The three reported issues involve the 70cc tah-t cannula and are reported under three separate medical device reports: 70cc tah-t lot no. 096114 (MFR report # 3003761017-2019-00018), 70cc tah-t lot no. 096114 (MFR report # 3003761017-2019-00022) and 70cc tah-t lot no. 096114 (MFR report # 3003761017-2019-00024). The customer, a syncardia certified hospital, reported that during a driver exchange at the clinic, it was discovered that the cpc connector on the tah-t cannula had a displaced spring (MFR report # 3003761017-2019-00018). The cpc (colder products company) connector is a component that provides the interface between the driver drivelines and the tah-t cannula. The customer also reported stiffness of the cannula (MFR report # 3003761017-2019-00024). The customer also reported that the physician had repaired two previous cannula tears (MFR report # 3003761017-2019-00022). The customer also reported that the physician replaced the connector and repaired/extended the cannula. There was no reported adverse patient impact.

Manufacturer narrative:
Review of the picture provided to syncardia of the cpc connector confirmed the customer experience of a displaced spring, as the spring inside the left (female) cpc connector was visibly displaced inside the housing beneath the metal release tab. Clinicians and patients are trained to thread a wire tie beneath the thumb release tab of the cpc connectors to prevent accidental disconnection of the cannulae from the drivelines. Although a definitive root cause for the displaced spring could not be determined, it is possible that a cpc connector spring can be displaced when the wire tie is threaded through, or removed from, the connector during or after a driver switch or during driver training. Syncardia has an open corrective and preventive action (CAPA) to address this issue with cpc connectors. Syncardia has completed its evaluation and is closing this file. Ce 4639 follow-up report 1.